Event description:
Per the clinic, the patient experienced skin reaction with the device. Subsequently, the patient was treated with steroid cream. The patient also underwent a skin flap thinning surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia (date not reported). It also reported that the patient experienced a skin breakdown and an infection abutment site. Subsequently, it was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.